Event description:
It was reported that the user observed an on-screen prompt to remove the cartridge and tubing and believed the ilet did not perform a rewind, after a recent provider-directed supply change; the user disconnected from the ilet and planned a supply change with assistance, used subcutaneous insulin via pen as backup, and noted a blood glucose of 182 mg/dl, with the device problem and component not specified due to insufficient information. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and device problem and component details were insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.